Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: surgeon reported that extrusion of conductor link into canal wall was visible at explantation surgery. The damage to the conductive link found during investigation is congruent with the reported symptoms. Other damages found during investigation are most likely related to the removal surgery. This is a final report.

Event description:
The patient experienced sudden loss of hearing which was not resolved with the replacement of external devices. However, the patient reported intermittent sound when pressing on the pinna in the area seemingly consistent with the location of the vorp transition. The surgeon reported extrusion of the conductor link into the mastoid cavity and that sound perception with pressure on the pinna has since stopped. No reported ear infections or trauma. The patient has been re-implanted on (B)(6) 2014.

Event description:
It was reported that the patient could not hear, when pressure was applied over the implant at the pinna. Later the hearing sensation stopped completely. Re-implantation is scheduled for (B)(6) 2014.